Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer was unable to clear the alarm. The customer stated that she could not take insulin and everyting froze. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Findings: no button error alarm noted. All buttons function properly; however unit had moisture on keypad traces. Unit had cracked reservoir tube lip and minor scratched lcd window.